Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use, the device had a missing lcd segment on the screen, it was not been drop and no visible physical damage. There was no patient involvement.